Event description:
An endurant stent graft system was implanted for the endovascular treatment of an diameter abdominal aortic aneurysm. It was reported that the patient coded and expired from a suspected heart attack. There were no issues during the procedure. No autopsy report is available.

Manufacturer narrative:
(B)(4).